Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported. It was reported that the patient presented with aneurysm expansion of the left cia that led to a rupture. The physician performed coiling of the left internal iliac artery and an additional device (other manufacturer's) device was used for the eia landing. The intervention was completed successfully. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (aneurysm rupture); lack of information (cause is unknown). Conclusion: lack of information (cause is unknown).